Manufacturer narrative:
Method: a review of the mfg records is being conducted. The delivery catheter has been returned to gore and an eval is underway.

Event description:
On (B)(6), 2011, the pt was implanted with a medtronic endurant stent graft. The physician decided to use a gore excluder aaa endoprosthesis to extend the endurant graft. A cook 16fr sheath was inserted but would not advance into the distal portion of the endurant limb. The excluder device was advanced without a sheath and the physician experienced difficulty advancing past the distal end of the endurant limb. The excluder device was eventfully advanced through the endurant limb with 2-3 cm of overlap but the device started to self deploy. Deployment was completed using the deployment line and it was then noticed that the olive of the delivery catheter had broken. A snare was used to successfully remove the olive from the pt. The pt tolerated the procedure and is reported to be doing fine. The delivery catheter was returned to gore for analysis.